Manufacturer narrative:
The investigation results: no visual damage on the sensor, no crack on the external two sensors (red and yellow), no damaged cable. Tested the sensor with a qdm and qvm2, on both modules the sensor working correctly. Checked the sap cable and all pins are okay, no rust or oxidation inside. Tested the sensor on different surface and it always works correctly. The fault can be caused due liquid ingress or condensation but it cannot be confirmed conclusively.

Event description:
In the weaning process at the end of the bypass, the user noticed that the level dropped below the sensor without regulating the pump. The level sensor was always active and the red led was permanently lit. The red led also lit up when the sensor was removed or when no volume level was measured.